Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that meal announcements were not visible in the device meal history, the screen went blank, and the device required placement on the charger to restore function, after which meal announcements appeared in history. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no hospitalization. Investigation included review of device logs by engineering and user education on proper meal announcement workflow, device charging, and potential need for algorithm retraining or factory reset to address suspected mal-adaptation. Investigation of this case revealed an intermittent data display or syncing issue and possible user interaction factors such as screen lock or navigation away from confirmation, with device function restored after charging and reboot. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to a combination of transient software behavior and user interaction.